Manufacturer narrative:
Event date, implant date, manufacture date, expiration date - unk .

Event description:
It is reported that two deep infection of the prosthesis occurred.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0009613350-2017-00379.